Manufacturer narrative:
The device unavailable for evaluation. It was reported that xtend screws migrated post-operatively. The sales representative was contacted and provided additional details: the implanted surgery date occurred on (B)(6) 2024. A 4-level plate (161.466) was used from c3-c7. The surgeon bent the plate to better fit the patients anatomy. Midas was used for the screw preparation and 4.2mm, variable angle, self-drilling, 14mm screws (161.014) were inserted into the plate. The surgeon then blocked the set screws. The revision surgery occurred on (B)(6) 2024. After inspecting the plate and screw, the sales representative and surgeon determined that the set screw was not completely blocking the bone screw hole. There was no damage to the set screw. Leaving the set screw unblocked would have allowed the bone screw to migrate anteriorly. The migrating screw was removed, and the plate was left in the patient because the set screw was undamaged. To avoid the previous screw hole trajectory, a new hole was drilled, and a 4.6mm variable angle, self-tapping, 16mm screw (171.316) was inserted. The surgeon ensured that the screws were blocked. There were no adverse effects to the patient. The determination is that the cause is traced to user.

Event description:
It was reported that screws are backing out of the xtend plate post-operatively.